Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the right side ECG electrode. The area was described as open with some bleeding due to skin being rubbed away. During a follow up, the patient reported that his doctor provided an antibiotic ointment which had helped the irritation.